Manufacturer narrative:
Additional information: the device was prepped per the IFU. There was no injury to the patient as a result of the difficulty. It is unknown if the thumbscrew/lock-pin was checked for securement prior to procedure and if the thumbscrew/lock-pin was removed prior to attempted deployment. No resistance was noted during advancement. The device was safely removed from the patient and vessel damage was reported. The procedure was completed using a new device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the positioning/deployment of an everflex entrust stent, deformation occurred and only 2/3 of the stent released. The stent was successfully removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned dismantled, the device was identified by the strain relief, the pull wire was detached from the rest of the device a series of kinks were noted along the length of the silver outer sheath due to the condition of the returned device, no further testing could be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.